Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. Visual (with the naked eye) and microscopic inspection noted a broken occluder leg. Underwater leak testing, clear passage testing, and clamp function testing were performed. The leak test identified a leak through the set due to the broken occluder leg. Clamp function testing noted the broken occluder leg. The reported malfunction was verified. The cause of the leak was the damaged occluder leg; however, the cause of this damaged component was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was reported to be a malfunction of the minicap transfer set, further described as a broken twist clamp that led to a leak. On unreported date(s) beginning in the same month as the onset of the peritonitis, the patient was treated with intraperitoneal vancomycin (dosage, frequency, and duration not reported) and intraperitoneal gentamycin (dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported the peritonitis was manifested by fever and chills. The transfer set had been in place 5 months. The nurse at the unit connected the patient to the ultrabag. When the nurse opened the transfer set it ¿kept moving up the tubing- did not stop where it normally would¿, per the nurse ¿the inner part was broken¿. Should additional relevant information become available, a supplemental report will be submitted.